Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose was reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) for two hours and she was transported to the hospital via ambulance. She felt disoriented and was vomiting for at least 8 hours. At the hospital, she was placed on three different types of intravenous therapies (insulin, nausea medication, and she was not able to provide information on the third type). The pod was worn between 24 and 36 hours on the arm.